Manufacturer narrative:
Analysis found all conductors were broken 20.0 cm from the distal end of the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# 0208444145, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported that the patient claimed symptom return. Diagnostics was performed by measuring the impedances, high impedances were found. The wrong lead was explanted and replaced. Further stated that the rep did not know which of the two leads had the failure. The issue was resolved at the time of this report. The rep reported about two weeks later that they did not know what could have caused this lead fracture. The patient is relatively young and maybe a higher activity than the "usual" patient that could led this issue. The patient had two leads: one in cervical position (still in use) and other broken lead was replaced. Paresthesia was sufficient when this event occurred. Before the event, the therapy was appropriate and pain relief was acceptable. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.